Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump alarmed after going swimming. It was also reported that the insulin pump had cracks on the display and has also discontinued use. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had a pump error 35 alarm noted in the pump history and critical pump error alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads and cracked case at corner of the belt clip rails. No crack on lcd window display noted.